Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The patient sensor calibration check and mushroom head check passed. There are no visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. An internal inspection of the cycler found evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient encountered an air detected in the cassette alarm during drain 2 of 6. The treatment was cancelled. The patient observed a fluid leak when removing the cassette from the cycler. During follow up the pd nurse stated the patient did not have any signs of infection, their effluent was clear and they were not prescribed any antibiotics. The cycler was replaced.